Manufacturer narrative:
Date sent to the FDA: 06/10/2021. Attempts are being made to obtain/clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product codes/lots of vicryl sutures used in the index surgery (B)(6) 2018? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure (B)(6) 2018? Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? Did the operating surgeon observe any suture deficiency or anomaly before, during and/or after the suture placement? Are the vicryl sutures that were placed on (B)(6) 2018 still in the patient¿s scalp? If yes: can you please provide any medical/surgical interventions that were provided for this event? Dates and findings? Histology results? How was the pain managed/treated? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 06/10/2021. Corrected information: d3, g1. Corrected b5 narrative: it was reported that the patient underwent a resection of the right partial scalp scar plate and reconstruction of the wound by flaps on (B)(6) 2018 and the suture was used for wound closure. The procedure went well, and patient reported they subsequently started to experience severe pain. Local signs of infection and inflammation appeared, preventing healing. The patient reported at that time, no apparent reason could be found to explain the event. The patient experienced months of intense pain and visits among plastic surgeons and reconstructive surgeons. Last (B)(6), 15 months after the operation, threads appeared in the area operated on in (B)(6) 2018. The patient returned to surgeons who confirmed that they sutured with absorbable suture, as notified on the operating protocol. In (B)(6), new suture appeared and were extracted again, as well as at the beginning of (B)(6). However, in (B)(6), the patient had to be hospitalized due to inflammation and pain, in an attempt to relieve the pain. The patient reported the pain gave in under infusion of ketamine /lidocaine. The patient continued to have fragments of threads embedded in the scalp. The patient underwent surgery on (B)(6) in order to try to remove other suture and granulomas associated with it, but also to recover the scar. The patient reported that a histology is in progress. The patient is experiencing pain again. As per patient, on (B)(6) 2020 the threads were removed again at the doctor¿s office. It was also reported that the appointment (B)(6) 2021 to remove sutures again was cancelled. No other appointment has been scheduled. Additional information has been requested. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 07/09/2021. Additional h6 component code: g07002 device not returned. The following information was requested, but unavailable: no additional information received from the surgeon product codes/lots of vicryl sutures used in the index surgery (B)(6) 2018? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure (B)(6) 2018? Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? Did the operating surgeon observe any suture deficiency or anomaly before, during and/or after the suture placement? Are the vicryl sutures that were placed on (B)(6) 2018 still in the patient¿s scalp? If yes: can you please provide any medical/surgical interventions that were provided for this event? Dates and findings? Histology results? How was the pain managed/treated? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/02/2021. Additional information was requested, and the following was obtained: 1. Product codes/lots of vicryl sutures used in the index surgery (B)(6) 2018? - I dont have them- clinique de la source has to look into this (I believe that the patient has asked la source long time ago). 2. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure (B)(6) 2018? - yes, the sutured tissues at the scalp have suffered from cortisone injection, complicated by tissue athropy and hypersensibility of the scalp. 3. Does the patient have known allergic history to medical device, food or medications? - not of my knowledge. 4. Was there any allergy testing performed? If yes, results? - not of my knowledge. 5. Did the operating surgeon observe any suture deficiency or anomaly before, during and/or after the suture placement? - no, sutures were placed subcutaneous with slight tension on the wound edges. 6. Are the vicryl sutures that were placed on (B)(6) 2018 still in the patient¿s scalp? - not visible in histology (2019 and 2021). 7. If yes: -can you please provide any medical/surgical interventions that were provided for this event? - dates and findings? Histology results? -- sutures have not been found after excision of the scar. 8. How was the pain managed/treated? - canabis medicale, dafalgan, irfen, injection locale avec lidocaine. 9. Other relevant patient comorbidities/concomitant medications? - complex pain syndrome of the scalp since a local tissue complication after cortisone injection in 2014 on her right scalp. 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? -complex pain syndrome with punctual pain triggered by scar tissue, folliculitis, foreign body reaction. The patient feels that "suture remnants" cause terrible pain in her already pre-existing chronic pain situation of her right scalp since 2014. Because of this, I have proceeded twice with a biopsy of the zones of maximum pain that she referred to as suture material. We could not find any suture material. We saw indirect signs of foreign body reaction- giant cells that could also be explained by folliculitis present in the histological samples. 11. What is the patient¿s current status? - basic pain of minimum 2-4/10 on the visual pain scale with peaks of pain almost on a daily basis of the right hemicrane. Maximum pain of the scar at the right scalp/vertex. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent an unknown surgery on the right parietal region of the scalp in (B)(6) 2018 and suture was used. The procedure went well and patient reported they subsequently started to experience severe pain. Local signs of infection and inflammation appeared, preventing healing. The patient reported at that time, no apparent reason could be found to explain the event. The patient experienced months of intense pain and visits among plastic surgeons and reconstructive surgeons. Last (B)(6) months after the operation, threads appeared in the area operated on in (B)(6) 2018. The patient returned to surgeons who confirmed that they sutured with absorbable suture, as notified on the operating protocol. In mid-may, new suture appeared and were extracted again, as well as at the beginning of (B)(6). However, in mid-(B)(6), the patient had to be hospitalized due to inflammation and pain, in an attempt to relieve the pain. The patient reported the pain gave in under infusion of ketamine /lidocaine. The patient continued to have fragments of threads embedded in the scalp. The patient underwent surgery on (B)(6) in order to try to remove other suture and granulomas associated with it, but also to recover the scar. The patient reported that a histology is in progress. Additional information will be requested.